Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. In order to solve the issue, the fse dismounted the cable roll-up, placed it in the correct position and mounted it again in the correct place. The fse then confirmed it was working perfectly. The unit was then cleared for use.

Event description:
N/a.

Event description:
It was reported by the customer that when they went to connect the cardiosave intra-aortic balloon pump (iabp) unit to the wall electrical connection, the customer tried to pull the cable out but it was blocked within the cart. The cable was out of the rollup guide. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6). The first name of the event site has been abbreviated due to field character limit; the full name should read (B)(6) hospital.